Event description:
The customer reported the leg extensions were jammed and could not be removed. No patient or staff injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the latch mechanism. The system operates as intended.